Event description:
The customer reported to olympus that the evis exera iii small intestinal videoscope had jammed forceps. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a similar device. There was no harm associated with the event. The device was returned and evaluated, and there was a foreign body from within the forceps. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the issue was confirmed due to clogging of channel tube, the tube cleaning brush cannot be inserted. In addition to foreign body from within forceps channel due to residual liquid or foreign material came out of channel tube, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of up/down knob is out of the standard value; and the following device components were scratched: up/down knob, forceps elevator (fe) knob, fe lever, switch box, grip, image guide protector, universal cord, and scope connector cover. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was not cleaned, disinfected, or sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, or if there was delay in the start of the pre-cleaning, the air/water nozzle was not flushed with air and water, the nozzle was not cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was not flushed with detergent solution. It is unknown if there were any abnormalities in the accessories used for reprocessing. The subject device was returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that foreign material found in the forceps opening was stent and snare. In addition, it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual and unknown if there was physical damage at the material residue point. Based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain remains, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling. Olympus will continue to monitor field performance for this device.